Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The customer's allegation of no output under serial digital interface channel was confirmed. Additionally, during the device evaluation, it was found the image was noisy with scope communication error b30. Based on the results of the investigation, the root cause was unable to be identified. However, it's likely that there was no output from serial digital interface channel due to faulty printed circuit board and the scope communication error occurred due to faulty video connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no output under the serial digital interface (sdi) channel of the video system center. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.